Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 type of investigation, component code and h11. Updated fields are b4, g3, g6, h2. Craig occured several times in the last 2 hours and several times during the evening shift. There was no blood in the helium tubing and no visible kinks. He also mentioned that the patient has been agitated often and in the last hour that is when the pump alarmed. Currently the patient is very sedated, and remains still. The alarm did not reappear for 15 minutes. The esp personnel explained the alarm and potential reasons. Also offered further troubleshooting tips, but advised that there is likely a kink in the catheter internally. So the esp personnel suggested a chest film to confirm iab placement as the patient has been moving around. He appreciated the explanation and the help and the call ended.

Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6). A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm. There was no harm or injury reported.